Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance was noted on the right ventricular lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
The patient was seen at a different facility for a lead revision to resolve the event. The patient was in stable condition.